Manufacturer narrative:
The insulin pump was received with missing segments, problem isolated to lcd board. However, the insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. No cracked lcd window noted. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a crack and a small glitch on the display. The customer's blood glucose at the time of incident is unknown; however, the customer's blood glucose was in the 250 mg/dl and 300 mg/dl ranges as of late. The customer reported that they could not read the screen. The insulin pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.